Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit was alarming ¿maintenance code#9/ f ap failure¿ and fault code#43. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse powered up the unit and observed maintenance #9 and fault code # 43. Per the manual, the fse replaced the both lamps. The iabp was functional and was cleared for customer use. The removed fiber optic lamp kit was returned to the national repair center(nrc) for investigation. The national repair center installed the fiber optic lamp kit into the cs300 test fixture and tested as per the cs300 service manual. The nrc was unable to verify the failure of the fiber optic lamp kit. Maintenance code #9 and fault code 43. No problem found. Retaining the fiber optic lamp kit in the nrc per procedure.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit was alarming.